Event description:
It was reported that the catheter "somehow" dislodged with in the first month after initial implantation. They had to ¿go back and redo it again ,¿ and then it worked ¿fine.¿ the type of medication being delivered via the device system at the time of the reported event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).